Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed power loss. The customer's blood glucose value 512 mg/dl at the time of the incident and treated with insulin pump. Customer's parent stated the insulin pump would turn off, inserted a new battery and it would work after a couple of days then it will shut off and got the alarm. Troubleshooting was completed and advised the customer to monitor. The customer will not return the product for analysis.